Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 177 mg/dl. Customer was treated in the emergency room (ER) with carbohydrates and the pump settings were adjusted. After 8 hours, customer left the ER feeling better and bg was 133 mg/dl. Customer reported not to have bolused or loaded insulin into the pump for 6 days and was cause of event.